Manufacturer narrative:
Intuvie received a report indicating that during routine preventive maintenance (pm) testing, the pump failed the ground resistance test, recording a value of 0.104 ohms. The passing specification for this test is less than 0.1 ohm. A review of the device's serial number history did not reveal any similar complaints. The failure mode was confirmed; however, the root cause remains undetermined. Reference to complaint#(B)(4).

Event description:
Intuvie received a report indicating that during routine preventive maintenance (pm) testing, the pump failed the ground resistance test, recording a value of 0.104 ohms. The passing specification for this test is less than 0.1 ohm. No patient involvement was reported.